Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Possible adverse effect number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR four of four (1825034-2011-00605 through 00608) for this event. This report submitted (B)(4), 2011.

Manufacturer narrative:
The femoral stem showed evidence of discoloration of the neck and proximal position, possibly from dried fluid. There was no apparent notching on the neck. The distal portion of the stem showed a small region of wear or fretting corrosion from contact with the cement. The reason for the reported stem loosening could not be determined by visual examination of the components. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, the patient was revised on (B)(6), 2011, for an unknown reason. The surgeon noted metallosis and that the femoral stem was loose. Competitor's product was used to complete the procedure.